Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling with 5- fluorouracil (5-fu). The preparer first injected 56ml of 0.9% sodium chloride (nacl) without a problem, then started filling with a first syringe (3-piece 50ml syringe filled to 34ml) of 5-fu (non-baxter). At this point the bladder ruptured and the 5-fu leaked into the device housing. Then the 5-fu escaped between ¿the cap coil part and the housing¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: january 4, 2021 - january 5, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed evidence of bladder rupture. The reported condition was verified. The cause of the condition could not be determined, however, the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.